Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a perigee prolapse repair system on (B)(6) 2007 with the intention of treating her pelvic organ prolapse and/or stress urinary incontinence. It was alleged, the plaintiff suffered serious bodily injuries, including, but not limited to, extreme and chronic pain, erosion, hardening, worsening dyspareunia, recurrent incontinence, significant mental and physical pain and suffering, permanent injury, and additional surgery.

Manufacturer narrative:
Lawyer-filed report-(B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.